Event description:
Customer reported discrepant test results for access total t3 (triiodothyronine) were obtained for one pt when using the unicel dxi 800 access immunoassay system. Both serum and heparin plasma were tested from the same pt. The test results were discrepant. Test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Dilution testing and scantibody blocker testing on the plasma sample was inconclusive. There was no add'l sample, either serum or plasma, available for add'l testing. Beckman coulter inc (bci) conducted a literature search and found no articles regarding a difference in total t3 results between serum and heparin plasma. None were found which described a very large discrepancy as seen in this pt. Service did not evaluate the analyzer. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This is event 1 of 2 reported by this customer. The related MDR is 2122870-2011-04531.